Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2012) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against ventrio. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio mesh. Per op notes, ¿a piece of onlay ventrio mesh was placed underneath the fascia and anchored using sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with small bowel obstruction and adhesions thereby underwent open repair. Per op notes, ¿dense adhesions of small bowel to the anterior abdominal wall were lysed and bowel was freed from ligament of treitz.¿ (B)(6) 2019 ¿ patient was diagnosed with perforated small bowel, obstruction, adhesions thereby underwent open repair with the partial removal of mesh. Per op notes, ¿dense adhesions to the mesh were taken down. The entire matted loop was excised. An entire process was quite inflamed and certainly contained the perforation. The exposed mesh was excised.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against ventrio. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.